Manufacturer narrative:
Follow up with customer same day indicated that no further occlusion alarms had occurred and customer's blood glucose level was "good". The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm, customer's blood glucose level was reported as 142 mg/dl.